Event description:
Note: this is one of two devices that were used during the same procedure. Refer to associated manufacturers report# 3005099803-2009-04499 for a description of the second device. It was reported to boston scientific corporation, that a percuflex urinary diversion stent set was used during a drainage procedure. According to the complainant, two devices (from the same box) were inserted into the body percutaneously (one for the left ureter and one for the right ureter). The device were accessed from the same point on the body surface and the proximal parts outside the body were tied up together using a suture. Three weeks after placement, the devices were removed, and found to be partially melted and attached to each other around the insertion point (access part). There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).